Event description:
It was reported that breakage of a trigen intertan nail had occurred following proximal femur fracture. Implant was on the left side. Revision surgery with re-osteosynthesis was performed.